Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) where it was discovered that the right ventricular (rv) lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead due to non-physiologic signals/sic (sensing integrity counter). Eleven ventricular non-sustained episodes equal to 210 milliseconds (ms) (B)(6) 2006. One ventricular fibrillation (vf) episode with an average ventricular cycle length equal to 150 ms on (B)(6) 2005. Ventricular short interval count (v-sic) equals 83 counts, in 2.83 days between (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency room (ER) where it was discovered that both the right ventricular (rv) lead and the left ventricular (lv) lead s were dislodged. The lv lead was repositioned and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.